Event description:
Doing colonoscopy and doing a biopsy of a rectal polyp. Md was unable to advance the biopsy forceps beyond 4 cm and then unable to remove the biopsy forceps. The polyp flattened out and did not need removal. The scope was removed from the pt. Tech was able to get the forceps removed with force. The forceps only had one jaw and the end had come apart from the sheath and a small metal ring that was broken off.